Manufacturer narrative:
This report is being filed under exemption e2012068 by (B)(4). On 28th august 2017 arjohuntleigh received the customer complaint indicating that during the transfer of resident from flotation chair back to bed using arjohuntleigh system: maxi 500 lift and sling (mla2000 xl), the resident fell to the ground. There was no indication about any technical deficiency with the system: floor lift nor sling. The information reported indicated that the sling came away from the spreader bar it was attached to. The resident sustained a serious injury. The following was reported as consequence: "knocked unconscious when head struck base leg in fall to ground. Subdural haematoma detected by CT scan." On (B)(6) 2017, the customer was visited by arjohuntleigh representative to perform inspection of the involved sling and lift device. No technical deviation was identified within lift as well as sling. It was reported by facility representative that reason for fall is to be considered as not properly attaching the loop of leg strap on left side of the lift spreader bar. Therefore, it is considered that the loop was improperly attached before the patient was lifted, and suddenly detached later on during the transfer. It should be pointed out, that maxi 500 instructions for use (IFU, 001.20815.en rev. 13) mentions the following task to be performed when lifting the resident in the sling: "the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation" before lifting the patient: "make sure that the loops are positioned correctly and that the safety latches are closing." "Make sure the sling is not caught on any obstructions (for instance, the wheelchair brakes or armrests). Sling catching in such obstruction could result in patient fall." IFU provides also pictographic guidance of proper sling attachment. To conclude, maxi 500 lift and loop sling were used for patient's care at the time of the event occurrence and only from that perspective they contributed to the alleged event. Since falling through sling was indicated, it can be stated that the system did not meet its performance specification. We report this event to competent authorities due to the patient outcome: serious injury.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received the customer complaint where it was reported that during the transfer procedure of resident from flotation chair back to bed with maxi 500 lift and sling (mla2000 xl), the resident fell to the ground. The following regarding injury was reported : "knocked unconscious when head struck base leg in fall to ground. Subdural haematoma detected by CT scan." Reason for fall appears to be not properly attaching the loop of leg strap on left side of the lift spreader bar.